Event description:
It was reported that during a laparoscopic rectum resection procedure, the blade broke off into the abdomen. The broken blade was removed with surgery forceps. Used another like device to complete the procedure. There was no pt consequence.